Event description:
Shortly after starting the patient's course of treatment, the patient began experiencing an unusual reddening of the skin. The physicist re-checked the plan and confirmed that everything was good. Following the 21st fraction, there was still concern from the staff, so the physicist did a microdosimetry check of the skin dose from various fields and confirmed that the skin dose was a little higher than expected. At this point, the plan was revised to encompass less volume, but dose/fraction remained the same (200 cgy. The patient finished the last six fractions under this revised plan, then began a cone down ("np boost") which was 8 fractions of 200 cgy each (total of 1600 cgy). The patient was shortly thereafter hospitalized for laryngeal edema, and the physicians noted that the patient's skin was healing much slower than usual. During re-evaluation of the patient's treatment plan, the physicist concluded that the patient received 134% of the intended total dose.

Manufacturer narrative:
Other: though still under investigation, varian has determined that a MDR is appropriate due to the report of a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.